Event description:
The customer reported via phone call that the insulin pump was exposed to water when the customer went swimming with the device attached. The customer did not know the blood glucose reading at the time of the event, but his most recent blood glucose was 149 mg/dl. He stated that the insulin pump's display went blank immediately after the insulin pump had been exposed to moisture. He noted that a constant tone was occurring. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer reported that the insulin pump did not turn on with a battery replacement. The customer was advised to replace the device and he declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.